Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the audio condition which was reproduced. The evaluation found a failed back flex, causing a no audio condition. The rear case was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not have audio output. There was no patient involvement.